Event description:
It was reported that the pump was implanted in 2000. Later in 2000, problems began to be experienced with the pump's flow. 14 days later the pump was explanted and a new pump was connected to the existing catheter. The flow problem was resolved and there were no pt complications.

Event description:
It was reported that the pump was implanted in 2000. On 5/11/00, problems began to be experienced with the pump's flow. A few days later the pump was explanted and a new pump was connected to the existing catheter. The flow problem was resolved and there were no pt complications.